Event description:
It was reported that the distributor attempted to interrogate the generator at a follow-up appointment however it was unsuccessful. It was verified that the programming tablet was not plugged into the wall outlet and all cable connections were verified to be secure. The wand's 9v battery was confirmed to be functioning. The generator was palpated to unsure that the wand was directly over the generator. Since the generator would not interrogate the distributor performed a hard reset on the generator. Then attempted to interrogate the generator however again it would not communicate. The generator reset was attempted multiple times however the generator would not communicate. The patient was then referred for generator replacement surgery which occurred however the explanted generator has not been received to date.

Event description:
The explanted generator was received and underwent product analysis. Upon receipt it was confirmed that the generator would not communicate due to battery depletion. The generator's case was opened and the printed circuit board assembly was examined. No visual anomalies were observed. An automated test was then performed which found that the generator was out of specification; several supply current parameters were above the upper limit. This suggested that there was current leakage at the c4 component on the battery circuit. The suspect c4 was removed and a known good c4 component was externally bridged. The testing was completed again and this time the generator performed to functional specifications. Based on the results of product analysis it appears that the generator depleted prematurely due to leakage current at the c4 component. This resulted in failure to communicate due to battery depletion.

Event description:
Further follow-up with the physician found that the patient suffers from mental retardation therefore it could not be determined if the patient was perceiving vns stimulation which would indicate if the device was functioning. The physician did confirm that the generator could be palpated under the skin so the wand placement was known to be proper for interrogating the generator. Additionally, the patient did not have any recent surgeries that may have affected the generator. No additional relevant information has been received to date.

Event description:
It was reported that the physician was unable to interrogate the patient's generator. During integration attempts, various communication error messages presented. Troubleshooting was completed which included verifying the wand's 9v battery was functioning. The programming device was confirmed to be fully charged and it was not plugged into the wall. The serial cable was removed and re-inserted three times. However the communication errors persisted. Multiple programming systems were used in attempts to interrogate the device. Interrogations were also attempted in different rooms and the wand was repositioned over the generator multiple times. Therefore the failure to interrogate events did not appear to be the result of a faulty programming system. The physician did not believe that the failure to interrogate events were occurring due to an end of service condition on the generator. This assessment was based on the programmed settings and the length of the implant. It was reported that the patient returned to the clinic after the initial failure to interrogate occurred. Again the generator could not be interrogated and the programming system disabled the communication error messages. No additional relevant information has been received to date.